Event description:
It was reported that the patient received inappropriate high voltage therapy. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip, measuring 50.2cm was returned for analysis. Internal insulation abrasions were noted at 7.9-8.0cm and 8.4-9.5cm from the distal tip. The etfe coating was intact at these locations.